Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/28/2014 with the following findings:a review of the pump¿s black box history showed that multiple call service alarms related to the complaint were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The complaint of the blank display was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. It was noted that the pump's audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.